Event description:
Product surveillance contacted the home patient (hp) to gather additional information. The hp stated that the spike came out due to her moving the bags around. There was nothing wrong with the supplies. The patient has been able to continue therapy and has started on a whole new batch of supplies.

Manufacturer narrative:
(B)(4). This complaint was for a connection issue - disconnection of a supply line from a supply bag. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. In a follow up phone call with product surveillance, the patient stated, she notice no defects on the supplies. Per the complaint information, the patient was rearranging the supply bags and the spike disconnect from the bag. From the complaint information, the cause of the connection issue is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During troubleshooting a check heater line alarm that appeared on the homechoice (hc) display during fill 1, the home patient (hp) pulled the spike out of the bag while attempting to move the bag. The hp had realized that she had hooked her supply bag to the heater line. The technical service representative (tsr) assisted to clear the alarm and assisted with end of therapy early procedure. The hp would start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.